Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seal of the device was ripping open upon entry to the body cavity during the procedure. There was no reported patient injury or adverse event. Additional information has been requested but not yet received.